Manufacturer narrative:
B3. Date of event: unknown; therefore, the first day of the aware month was selected.

Event description:
It was reported that the patient was unable to inflate this inflatable penile prosthesis. The patient has been seen by the physician who was also unable to inflate it. The physician has been able to get the pump valve to pop and has instructed the patient to keep trying for the resolution on its own. The patient service specialist discussed additional troubleshooting techniques and offered to email the patient post operative resources. The patient was encouraged to follow up with physician if there will be no resolution within next 2-3 weeks. No patient complications were reported.